Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. A visual inspection of the device was performed. The wire was broken near the distal section, 312.5cm from the proximal section. Also, the body is kinked in the middle of the device. A dimensional inspection of the device was performed and all outer diameter measurements taken met specifications. The overall length could not be measured due to the device condition. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on completed analysis of the rotawire under MDR ID # 2134265-2016-09468. A second rotawire was received with MDR ID # 2134265-2016-09468 with no reported issues. However, device analysis of the wire observed that it was found broken.